Manufacturer narrative:
Additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. The healthcare provider reported that information could not be released without patient authorization. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed and cause of the event is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic pericardial valve in the aortic position via valve-in-valve position due to failing valve. The implant duration of the 21mm aortic bioprosthetic valve at the time of the valve-in-valve procedure was eleven (11) years, eight (8) months, fourteen (14) days. Both devices remain implanted. The procedure was reported to be successful. No further information was provided.